Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter canada for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with failure code 543:320:658:0000; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 543:320:658:0000 was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was depleted batteries resulting from use/user error. The main batteries and battery harness were replaced in order to correct this condition. Additional information: this is involving a pump with software version 6.63.92 which is categorized as a colleague p1.5.